Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Patient's first event reported via mw # 2210968-2021-06870. Patient's second event reported via mw # 2210968-2021-06871.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and the suture was used. During surgery, the problem of pulling off suture needle occurred . A like device was used to complete the surgery. There were no adverse patient consequences reported.